Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try different wall outlet, adapter, and charging cable, but issue remained unresolved. Technical support decided to replace the pump.